Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/14/2015 with the following findings: review of the black box data revealed call service alarm 060 caused by the time/date setting of december 31, 2023 11:59 pm. The user guide states ¿the end of operational life of your pump is december 31 2023¿. According the black box records, the pump emitted ¿cs060¿ one minute after setting the end of life time/date. On investigation, the pump powered on and was exercise with no ¿cs alarms¿ occurring. Investigation was unable to duplicate a cs alarm issue. The pump performed within specifications. The pump¿s cover was removed for investigation; no intermittent condition was found to the printed circuit board.